Manufacturer narrative:
Follow-up #1: date of submission: 06/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: there were no power on reset events observed in the black box history. The battery compartment was found to be cracked from the threads to the case seal left of the grip pad. Moisture damage was observed under the display lens. A leak test failed due to battery compartment leak. The pump was powered on with audible and vibration to a blank display. The pump was opened and moisture damage was found on cgm board, power printed circuit board (pcb) and the pcb assembly failed due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Date of submission 06/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: there was no power on reset events observed in the black box history. The battery compartment was observed to be cracked from the threads to the case seal left of grip pad. A leak test failed due to battery compartment leak. Moisture damage was observed under the display lens. The pump was powered on to a blank display. The remaining steps were unable to be completed due to a blank display. The auditory and vibratory feature of the pump was functioning. The pump was opened; there was moisture damage found on cgm board, power printed circuit board (pcb) and pcb assembly.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was cracked and there was moisture behind the display. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.